Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with injection of novolog. Customer reported they contacted their health care provider regarding unexplained high blood glucose. The customer was explained the 2 high blood glucose rule. Customer phone run out power and he stated that he would call back. The customer was explained that the course of action for the call is to assist him with troubleshooting with bent cannula and high blood glucose.